Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 9.1mmol/l. The customer was advised that the device would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump was received unit with unresponsive act button due to flattened dome switch. The insulin pump was unable to test motor error alarm due to unresponsive buttons. The motor was tested outside of the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.